Manufacturer narrative:
Device evaluated by MFR -the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue/debris on the lens surface. Visual inspection found no visible damage to the lens. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.5/+1.5/052 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem was resolved. Status of the eye is reported as "ok." The cause of the event is reported as a patient-related factor.